Event description:
It was reported that a narrow locator implant was placed in site #10. Implant failed sometime at the beginning of (B)(6) 2018 while patient was at home. No further impact to the patient. Non-integration.

Event description:
It was reported that a narrow locator implant was placed in site #10. Implant failed sometime at the beginning of october 2018 while patient was at home. No further impact to the patient. Non-integration.